Event description:
It was reported that a patient sustained right humeral fracture on (B)(6) 2012. Fracture was repaired on (B)(6) 2012. Post-op follow-up revealed a non-union of fracture at a unknown date. Decision was made to remove and revise the construct. Two stage process ¿ remove hardware and within a couple of weeks at a unknown date to revise patient with new hardware. All hardware was removed successfully. No delay in surgery reported. This is report number 4 of 4 for com-(B)(4).

Manufacturer narrative:
Patient ID reported as (B)(6). Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): a review of depuy synthes monument device history records for manufacturing revealed no complaint related issues.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.